Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient checked that their phone was not connected to another device, turned bluetooth off and then on again and restarted the phone. The issue was resolved and cgm system displayed values. At the time of contact, no injury or medical intervention was reported. Product data was reviewed on (B)(6) 2015. The customer complaint of loss of connection was confirmed. A root cause could not be determined.